Manufacturer narrative:
(B)(4). The customer's report of a set leaking at the pressure sensing disc could not be confirmed because the product was not returned for failure investigation. The set had been discarded by the customer. The root cause of this failure could not be identified.

Event description:
Nurse noted puddle on the floor some hours after the infusion was started and found set leaking from the area where tubing meets the bottom of the pressure sensing disc (distal side of disc). No issues were noted on priming when the user flushed the set. There was no pt harm or medical intervention required. Although requested, no further pt or event info provided.